Event description:
According to the customer: "10:53 am - patient admitted to the (B)(6) institute due to chemotherapy leak in the pump extension. I direct the patient to the chair for evaluation. 10:55 am - I evaluate the elastometric pump, where it still has chemotherapy (infuser connected yesterday). I check the device's extender and it is damaged, causing chemotherapy leak. The patient reports that the leak started approximately 30 minutes before arriving. He reports having noticed what happened and having come immediately to the ifro for evaluation." No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar devices are sold in the united states by b. Braun medical, inc. Primary unique device identifier (UDI) # for similar device: (B)(4). Device history record (DHR): reviewed the DHR for the complaint batch 23a22ged91 and no abnormality was observed during in-process and at final control inspection. Evidence at disposal: no sample received but a picture was provided for evaluation. The picture has indicated the leak is at the filter. There is no sample received for further investigation. According to customer description, leakage was observed from the easypump ii and customer had provided a picture indicating the leakage is from the filter. However, the complaint defect is not able to be identified as no leakages was observed solely from the picture. Filter is a purchased component from supplier. Affected filter batch: material short text batch, (B)(4) filter easypump IV and pain 219470, (B)(4) filter easypump IV and pain 218390. With no sample provided, we are not able to identify the exact root cause. However, leakage from filter air vent and its welded area is currently addressed in an approved project. Summary of root cause analysis: as no complaint sample was received and the complaint defect was not able to be identified from the received picture, this complaint is considered as not confirmed.